Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient was supposed to meet the manufacturer representative (rep) for a dose adjustment. Patient said that the dose was still not right and it was not the right strength. The hcp was not familiar with the pump and would not have futher information regarding the patient's complaint. The hcp was going to speak to the patient family and advise them to have their physician coordinate an appointment with the rep. No further complications were reported.